Event description:
The account alleged, it sounds like a relay in the side com is clicking on and off. The account took the left side rail apart and found that housekeeping has used too much cleaner on the bed and the side rail has fluid inside on the left ucm board.

Manufacturer narrative:
The account cleaned and dried the siderail ucm board to repair the bed.